Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) used and heavily contaminated sample was received at the manufacturing site. Visual inspection was completed on the sample and the reported condition is confirmed. The silicone tube is disconnected for the mistic connector. Unfortunately, as the sample was contaminated no further testing could be completed. As no testing can be completed, no root cause or corrective action for this issue can be implemented at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated the tube of the feeding set split away where the magnets that insert into the pump are connected to the tubing, causing the feeding set to leak.